Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. A nalu representative activated the nalu system and reported no issues. On (B)(6) 2025 the firm was notified that the patient was scheduled for a revision procedure for that same day. Per the physician, the implantable pulse generator (ipg) which was placed in the anterior thigh area had rotated within the pocket and thus was no longer able to communicate with the external therapy discs. On (B)(6) 2025 a surgical procedure was performed to reposition the existing ipg. No implanted components were removed or replaced during the procedure and no new components were introduced.

Manufacturer narrative:
There are no reports of excessive activity by the patient or any external trauma that may have caused or contributed to movement of the components. The patient is reported to have loose skin and fatty tissue at the location of the implant, which are likely to have contributed to the instability of the ipg. Migration is a known inherent risk of implantable neuromodulation devices, however this case appears to be directly related to the tissue quality at the chosen implant location and moving the implant to a more stable location appears to have resolved the issue.